Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and no delivery. The reporter did not know the blood glucose reading. Upon troubleshooting, the insulin pump passed the self test. During a 5 unit fixed prime, the insulin pump did not alarm. The caller stated that the insulin pump alarmed no delivery very often, so the customer retrieved a loaner insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.